Manufacturer narrative:
This patient is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege patient was revised to address acetabular loosening and metalosis.